Event description:
On 7/9/96 the pump and balloon were implanted. On 4/25/97 the cuff was implanted. On 5/17/97 the pump and balloon were removed. On 5/29/97 the cuff was removed due to previous infection, "dr. Tried to do a salvage procedure."